Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, serial#: unknown. Implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient has two leads placed in the sub thalamic nucleus (stn). One lead has high impedances and the other is fine. There was no plan to revise lead as patient is elderly.